Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention (pci) with rotablation was performed on a distal right coronary artery (rca) and the 95% stentosed severely calcified and severely tortuous posterior lateral branch (plb) lesions on a heavily calcified and tortuous vessel. It was noted that a previous pci failed due to a non bsc drug eluting stent could not cross the lesion, despite the additional support of a guidezilla. The vessel was engaged with a 6fr jr4 guide catheter and the primary wired with a rotawire floppy with the support of another manufacturers micro catheter. Rotablation was then performed at both lesion sites using a 1.25 rotapro with great success. The rota burr was then removed and the rotawire floppy was exchanged with a bmw guidewire with the help of another manufacturers micro catheter. Both lesions were prepared using another manufactures 2.25 x 15 nc balloon. A 2.25 x 24 synergy ii drug eluting stent (des) was deployed in the plb. Prior to post dilating, a 2.25 x 20 synergy ii drug eluting stent was advanced with the intent to deploy the stent beyond the implanted stent, but the stent would not cross through the recently implanted 2.25 x 24 synergy ii des. The 2.25 x 20 synergy des was removed intact from the patient body. On inspection, damage was observed to the 2.25 x 20 synergy des. It was noted that there was a kink on the proximal portion of the stent. A 2.25 x 15 nc emerge balloon was advanced to the implanted 2.25 x24 synergy des for post dilatation. A 2.75 x 20mm synergy des was then advanced to the distal rca lesion and deployed and post dilated with a 2.75 x 15mm nc emerge balloon. Angiographically the procedure was deemed to be successful and appeared to be a great result. It was decided that the region beyond the 2.25 x 24 synergy ii des, which was intended to have stent placement, was not clinically required. The procedure was completed and no patient complications were reported in relation to this event.